Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that two zenith flex grafts were implanted on (B)(6) 2016. The patient contacted her physician on (B)(6) 2016 to report a rash on her back and arms. The doctor put the patient on prednisone and antihistamines, the patient reportedly felt better, but the rash returned once she completed the prednisone treatment. The physician has put the patient back on prednisone treatment. The patient is reported to be allergic to metals and is concerned about possible nickel content in the graft. The patient is requesting further information from cook regarding any metal content in the graft or solutions as the graft is still implanted.

Manufacturer narrative:
Additional information reported by the patient¿s husband stated his wife consulted a dermatologist as a result of the rash. The dermatologist diagnosed the patient with hives, unrelated to the device. Investigation - evaluation. A review of the drawing, documentation, instructions for use (IFU) and manufacturing was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describe the indications for use, warnings, precautions and proper deployment sequence. The graft system is contraindicated in: patients with known sensitivities or allergies to stainless steel, polyester, solder(tin, silver), polypropylene, or gold. Based on the information provided and results of the investigation, the patient was diagnosed with hives, unrelated to the device. A definitive root cause can not be conclusively be determined. We will continue to monitor for similar complaints.